Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within the power ports of the controller. The observed contamination is not related to the reported event and likely due to handling of the device. Log file analysis revealed two controller power up events on (B)(6) 2020, at 08:17:14, and at 09:21:48. The controller was without power for 10 seconds and 20 seconds, respectively. Log file analysis also confirmed two controller fault alarms on (B)(6) 2020, at 08:55:41, and at 10:02:17, indicating a fault regarding the internal nickel-metal hydride (nimh) battery that powers the ¿no power¿ alarm. Controller 2.0 has a feature that monitors the internal battery¿s voltage and will alert the user if a fault was detected by triggering a controller fault alarm. Functional testing revealed that a controller fault alarm was triggered, and the no power alarm only sounded for 35 seconds when both power sources were disconnected from the controller. Internal inspection revealed that the internal battery was swollen. As a result, the reported loss of power and controller fault alarm events were confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a faulty internal nimh battery. Based on the available information, a possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller fault alarms and there were losses of power. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
As a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within the power ports of the controller. The observed contamination is not related to the reported event and likely due to handling of the device. Log file analysis did not reveal any real time clock errors. Log file analysis revealed two controller power up events on (B)(6) 2020, at 08:17:14, and at 09:21:48. The data point prior to the first loss of power revealed that a battery was connected to power port one (1) with 93% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that a battery was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 10 seconds. The data point prior to the second loss of power revealed that a battery was connected to power port one (1) with 91% relative state of charge (rsoc) and another battery was connected to power port two (2) with 89% rsoc. The data point recorded after the loss of power revealed that a battery was connected to power port one (1) and another battery was connected to power port two (2). The controller was without power for 20 seconds. Log file analysis also confirmed two (2) controller fault alarms on (B)(6) 2020, at 08:55:41, and at 10:02:17, indicating a fault regarding the internal nickel-metal hydride (nimh) battery that powers the ¿no power¿ alarm. Additionally, log files revealed that the controller was in use for more than 2 years. Controller 2.0 has a feature that monitors the internal battery¿s voltage and will alert the user if a fault was detected by triggering a controller fault alarm. Functional testing revealed that a controller fault alarm was triggered, and the no power alarm only sounded for thirty-five (35) seconds when both power sources were disconnected from the controller. Internal inspection revealed that the internal battery was swollen. As a result, the reported loss of power and controller fault alarm events were confirmed; however, the reported real time clock error event could not be confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a faulty internal nimh battery. Based on the available information, a possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was opened to evaluate internal battery issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.